Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Ischemia and neurological deficit are known and anticipated complications with these types of procedures and is noted in the device labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00561. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter and velocity delivery microcatheter. The procedure was completed with no complications and the patient was discharged to a rehabilitation facility on postoperative day 4 ((B)(6) 2014). On postoperative day 8 ((B)(6) 2014), the patient had a change in functional status, which included slurred speech, increased fatigue, and greater left-sided neglect. A stat computed tomography (CT) was performed and revealed an evolving right cerebral hemispheric infarct as well as a chronic right cerebellar infarct. The patient was then transferred to the acute neurologic unit for further management. A magnetic resonance imaging (MRI) was performed on the same day and results demonstrated an occluded distal right vertebral artery and no significant carotid bifurcation stenosis. There was presence of a large acute right mca territory infarct and the old left parietal and right cerebellar infarcts. Follow-up imaging on postoperative day 14 ((B)(6) 2014) showed subacute right mca distribution infarct similar in extent when compared to prior evaluation. A noncontrast computerized tomography (ncct) performed the same day showed no signs of hemorrhage or additional findings; therefore, the patient was deemed stable to be transferred back to the rehabilitation center. The patient was alive at 90-days post-procedure, but was not evaluated in the clinic. The reported new ischemic infarct was reviewed and adjudicated by the committee to be an unresolved serious adverse event (sae) with an uncertain relationship to the penumbra system, possible relationship to the procedure, and no relationship to the index stroke. The event was noted to be a new clinical stroke in the same territory of an incompletely revascularized mca.